Event description:
It was reported that a patient underwent an orthopedic procedure in 2025 and suture was used. Post-op, while I was in visiting two orthopedic surgeons today they mentioned their patient wounds heal well, however around the 4-6 weeks mark when the vicryl plus suture starts to breakdown, it appears to cause redness on patients skin (i.e macrophage reaction). He¿s noticed this has started to happen since the last few years and thinking whether it could be the triclosan on the plus suture. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) h6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: surgeon 1- changed his mind and said he has no wound complications whatsoever. Surgeon 2- questions answered to the best of his knowledge as below: how many devices demonstrated the alleged deficiency? Used suture in about ~1000 cases what is the total number of procedures? He does 300 procedures annually so with some patients he has noticed a reaction have any of these events been previously reported to ethicon? If so, could you please provide the corresponding reference number(s)? No could you tell me if there was a prescription for steroids or antibiotics for the patient's recovery? If yes, please provide medication name, route and dose. No was there any medical or surgical intervention performed (product removed; re-operation; re-suturing; re-closure; drainage)? If so, please specify. In certain patients he will remove the suture in clinic when it comes to the surface what is the current status of the patient? N/a could you kindly provide the product code and lot number, please? Suture code is: vcp353h. Lot numbers have changed over the years but recent lot numbers in stores are: xbbbktf0, xbbbbwf0, ukbbhbf0. Please provide the source or name of person providing answers to follow-up questions: (B)(6). D4: full UDI currently unavailable since the exact lot of the suspected device cannot be determined.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected data: h6 component code should be insufficient information g07003 and not g07002. Additional information: h6 a manufacturing record evaluation was performed for the finished device vcp353h ; xbbbbwf0 number, and no non-conformances were identified. Vcp353h manufacturing date: 03.02.2025 expiration date: 07.31.2026. A manufacturing record evaluation was performed for the finished device vcp353h ; ukbbhbf0 number, and no non-conformances were identified. Vcp353h manufacturing date: 03.09.2024 expiration date: 31.08.2027. A manufacturing record evaluation was performed for the finished device vcp353h ; xbbbktf0 number, and no non-conformances were identified. Vcp353h manufacturing date: 05.02.2025 expiration date: 31.01.2028.